Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent a skin revision by cauterization with silver nitrate on (B)(6) 2024.

Manufacturer narrative:
This report is submitted on june 6, 2024.